Event description:
The user facility reported that the aseptic plastic bag swelled, and gas entered. The procedure outcome was not reported. The event occurred pre-treatment. There was no patient involved or harmed.

Manufacturer narrative:
A1: patient information: (B)(6). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment name: (B)(6) university. E1: phone number: unknown. E3: occupation: others. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar issue has been reported. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection of the actual sample: it was confirmed that the packaging bag swelled. The packaging bag was unopened and showed no signs of tears or damage. Upon checking the product inside the packaging bag, no damage or other anomalies were found. It was revealed that while a sample of the involved product code and lot number had the packaging label and reservoir label facing the same direction, the actual sample had them faced in opposite directions, with the product rotated 180 degrees within the packaging bag. Simulation test using the sample of the involved product code and lot number: it was observed during the simulation test that the packaging bag became swollen when it was handled in a specific manner, where the edge of the bag was held causing the bag to spread. In addition, the product turned within the swelled packaging bag. The investigation results indicated that the actual sample had been rotated within the packaging bag. The simulation test result suggested the possibility that the packaging bag swelled when it was handled in the specific manner; however, the exact timing when this phenomenon occurred could not be clarified. Relevant instructions for use (IFU) reference: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off."